Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 45-90% stenosis and moderate calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 45-90% stenosis and moderate calcification. Inherent risk of procedure ¿ (stent deformation). Unable to confirm ¿ (device not returned for evaluation).

Event description:
During a staged procedure the physician attempted to implant one endeavor sprint drug-eluting (2.50mm x 18mm) in the right posterior descending artery but the device could not cross and the stent was noted to be deformed. Vessel had moderate calcification and between 45-90% tortuosity.